Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00203. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 months. Manufacturer's investigation conclusion: a correction between the device and the gi bleeding cannot be conclusively determined. The patient was admitted for a gi bleed. The patient¿s log files from the time of admission were submitted the device as expected at the set speed of 5200 rpms. No unusual events or alarms were captured in the log file. Multiple requests for additional information were sent to the customer. The patient remained ongoing on vad support until they experienced another gi bleed related event on (B)(6) 2018 ((B)(4)). Bleeding is listed as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provide information regarding anticoagulation therapies. (B)(4) was shipped with heartmate 3 lvas IFU rev. E (document # 109798). Bleeding is listed as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section provide information regarding anticoagulation therapies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for gastrointestinal (gi) bleeding. Additional information was requested, but was not provided.